Manufacturer narrative:
Occupation - the occupation is lay user/patient. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. Relevant retention test strips (lot 361438) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The customer¿s test strips were requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a questionable inr result from coaguchek xs meter serial number (B)(4) compared to the laboratory result. The laboratory reagent was not known. At 4:58 pm the result from the meter was 4.0 inr and the result from the laboratory within 7 hours was 2.7 inr. There was no allegation of an adverse event due to the questionable results. The result from the laboratory was believed to be correct. The customer's condition was "feeling good". The customer contacted his physician about bleeding on his pillow and no treatment or hospitalization was required. The customer's previous therapeutic range was 2.5 - 3.5 inr. The customer's most current therapeutic range was 2.5 - 3.0 inr. It was asked what the customer's therapeutic range was at the time of the event but was not provided. The customer did not clean his hands prior to testing.

Manufacturer narrative:
The customer's therapeutic range changed from 2.5 inr - 3.5 inr to 2.5 inr - 3.0 inr on (B)(6) 2019.